Event description:
According to the reporter: additional methods, other than stated and the use of duraseal exact, to close and seal the dura have not been provided at this time. The onset of the infection was (B)(6) 2012. The (B)(6) assessed the event as moderately severe, but not serious. He noted the relationship to device is unknown/impossible to determine. It was fully resolved on (B)(6) 2012. The interventions included surgical intervention and medications. The details of the interventions have not been provided at this time.

Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(4) 2012.